Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewound. Customer reported that the power error detected did not recur within a week of troubleshooting previous occurrence. Notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received error due to connector resistance issue.